Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0pnmu, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
A patient implanted for urinary dysfunction and gastrointestinal/pelvic floor reported intermittent lack of effect with an onset in (B)(6) 2015. The patient thought stimulation only worked for 30 minutes or an hour at a time. Symptoms included urgency that was worse at night, weak stimulation at times, and retention. All seven possible programming configurations were done and program 4 was the patient's "last resort." He was currently on program 4 and it was increased to 6.1. It was determined that the patient had been turning off stimulation and he was educated on patient programmer use. He could feel stimulation and it was comfortable. There were no traumas, falls, medical tests, electromagnetic interference environmental exposure, or positional movement related to the issue. Reprogramming was done on (B)(6) 2015. Three days later, the patient experienced a loss of therapy. He could feel stimulation. Symptoms included tightness and inability to urinate. He didn't have the urge, went into retention, and had to catheterize. No interventions or outcome were reported regarding the therapy issues. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient later reported that patient was not getting stimulation. The patient was not getting relief from therapy since 2015 and had botox about 3 months ago. The patient stated he still uses a catheter. Patient representative did programming in 2015 but it was useless.

Event description:
The patient reported again that they experienced a loss of therapy in (B)(6) of 2015. The patient was running out of programs/options for his implant as all 7 options had been tried. The patient felt stimulation and could get results but only at very high settings his bladder would relax and let urine out. The patient felt stimulation in the right area his body was just responding differently than it had in the past. The patient had tried each program for 3 to 4 days and they no longer work.